Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 51 mg/dl. Patient's current blood glucose value: 65 mg/dl. Customer was assisted with linking meter back to her pump and was successful. Low blood glucose and pump dying (blank display) troubleshooting was declined by customer. The device is not expected to be returned for analysis.